Event description:
It was reported that at last routine follow up the physisican noted premature eri (elective replacement indicator) of the device. The decision was made to replace it. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.